Event description:
Healthcare professional later reporter baker grade of capsular contracture as IV. Healthcare professional later reported "leaching," event has been captured as gel bleed.

Event description:
Patient reported right side capsular contracture, baker grade iii, pain, skin rash on torso. Events captured as capsular contracture and skin rash/dermatitis. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side capsular contracture, baker grade unknown, pain, skin rash on torso. Events captured as capsular contracture and skin rash/dermatitis. Device has been explanted.